Manufacturer narrative:
Additional information: initial reporter information has been updated. Device evaluation: analysis was completed for the motion controller that was returned. Through visual/physical examination, functional testing, and performance testing, the reported complaint was unable to be confirmed. The motion controller was installed into a test system. The system booted and readied. Motion control, communication, and charging were successful, and invalidate home passed. Additionally, 3d and 2d images were acquired successfully. There was no problem found with the motion controller. Device evaluation: analysis was also completed for the y-drive assembly that was returned. Through visual/physical examination and functional testing, the reported complaint was unable to be confirmed. The y-drive assembly was tested with a motion cart; forward and backwards motion passed, and the brake was engaging and disengaging as normal. There was no problem found with the y-drive assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information was unavailable at the time of filing. A manufacturer representative went to the site to test the equipment. During testing, it was found that the system would not move up in the y direction. A new controller was installed, but the system was still going into a torque limit cut off and not moving up in the y direction. The y-drive assembly was then replaced. The manufacturer representative found that a set screw from one of the bottom pulleys had come loose and jammed itself between the block and the pulley which was causing the excessive torque. The imaging system then passed the system checkout and was found to be fully functional. The controller and y-drive assembly were returned to the manufacturer but were under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system¿s gantry was not moving up. There was no patient present when this issue was identified.